Manufacturer narrative:
The hospital is not returning the instrument; a possible cause was stress overload, but we cannot confirm. Hospital not returning instrument.

Event description:
Allegedly, during a operative hysteroscopic procedure the doctor noted that one of the jaws broke off the instrument and fell into the patient's uterus. The doctor immediately replaced the instrument and removed the jaw with a hysteroscopic grasper. The hospital reported that the procedure was completed with no delay and no serious injury to the patient was reported.